Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 116 mg/dl. Troubleshooting for the prime rewind was performed. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to faulty force sensor. Motor passed motor test. It was unable to confirm alarm due to motor error alarm. Unit received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.